Manufacturer narrative:
It is unknown if a sample is available for evaluation. A review of the device history could not be performed as a lot number for this incident was not provided. If a sample is received, a supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that while using a bd insulin syringe with bd ultra-fine needle, the needle broke off in the consumer's abdomen. The consumer stated that he went to a hospital, was evaluated by two different doctors, and received x-rays. The consumer also stated that the broken needle was not located.